Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument involved in this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the permanent cautery hook instrument was not responding to the movements of the wrist. The procedure was completed. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the issue did occur with the surgeon¿s head inside the surgeon console¿s high-resolution stereo viewer. The issue did occur while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was related to an inability to move the instrument at all (e.g., static instrument). The customer was unsure if the movements of the surgeon scale were appropriate to the instrument or if the instrument moved in the intended direction. The timing of instrument movement was not appropriate. The issue was persistent. The device was inspected prior to use. The issue occurred a couple of minutes after starting the procedure. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a frayed pitch cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.